Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Multiple splits were noted to the proximal end of the catheter between the port body and the cath-lock. Five partial circumferential breaks were noted throughout the catheter. The edges of the breaks of one, four and five were noted to be uneven and surface was noted to be round and smooth on both regions. The edges of the breaks of two and three were noted to be uneven and surface was noted to be granular in both regions. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issue. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year one month thirty days post a port placement during removal of catheter it was noted catheter allegedly had four cracks. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement, the catheter allegedly had four cracks. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2024), g3. H11: b5, d4 (medical device lot number), h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year one month thirty days post a port placement during removal of catheter it was noted catheter allegedly had four cracks. There was no reported patient injury.